Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd luer-lok¿ control syringe sterile, single use, 10 ml, the syringe broke. The following information was provided by the initial reporter: syringe broke in half while injecting.

Event description:
It was reported that while using a bd luer-lok¿ control syringe sterile, single use, 10 ml, the syringe broke. The following information was provided by the initial reporter: syringe broke in half while injecting.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-10. Investigation summary: one 10ml luer-lock control syringe was received and evaluated. The finger grip is broken in half towards the middle. The condition observed is non-conforming per product specification. Potential root cause for the broken finger grip defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1111319 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.